Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted with a proglide device after an atherectomy and angioplasty interventional procedure using a 6f sheath. Reportedly, the marker lumen was successfully flushed, but after the device was inserted into the anatomy there was no backflow through the marker lumen. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow was confirmed based on returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction appear to be related to handling during pre-flush process pushed the lumen back in the device causing the lumen to kink and subsequent no backflow at the marker lumen. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.